Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device check when the clinician was performing threshold testing, there was a long delay of 4 seconds until normal pacing resumed once the end-test button was selected. The patient reported feeling dizzy during this test, but no adverse effects were reported. Boston scientific technical services (ts) was contacted and discussed that a delay of 2-3 seconds can be expected, but noted this delay seemed too long. Ts also discussed that loss of capture may not have been recognized at the appropriate time, causing the longer delay (this was noted as just a possible explanation and not the confirmed cause). The field representative was contacted and was not able to provide any further information as she was not present at the follow-up.